Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 2.50x38mm xience alpine drug eluting stent (des), resistance was observed when removing the plastic device that protects the stent struts resulting in the stent struts becoming damaged. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove could not be tested, as the protective sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to material deformation prior to use include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, sheath/stylet removal or during preparation of the device. Factors that can contribute to difficulty removing the protective sheath include, but are not limited to, incorrect sheath size, inadvertent mishandling during manufacturing and/or handling during removal from packaging/preparation of the device. In this case, it is possible that inadvertent mishandling during removal of the protective sheath contributed to the reported material deformation, ultimately causing the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.